Manufacturer narrative:
The reported oas pump was received at csi for analysis. The pump was returned with the post clamp detached. The clamp star washer was not retuned. It is hypothesized that the pump clamp screw had been loosened too far, resulting in the block and star washer becoming detached from the screw post. There was an indentation on the clamp from the detached star washer. When tested, the pump functioned as intended. Testing has shown that when the clamp is unscrewed too far, a clamp detachment can occur. A test pump was used to install a new clamp assembly and then fully unscrew the clamp post. This resulted in a star washer indentation on the clamp similar to that observed on the returned pump clamp. At the conclusion of the device analysis investigation, the reported event was confirmed. The device history record for this lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements prior to distribution. Csi ID: (B)(4).

Manufacturer narrative:
Return of the device for analysis is anticipated. If the device is received for analysis, a supplemental report will be submitted when the device analysis is completed. (B)(4).

Event description:
After the oas pump was attached to the IV pole, the screw clamp broke. This caused the pump to fall and become damaged. Per the opinion of the physician the lesion could only be treated using orbital atherectomy, therefore the procedure was aborted. The patient was treated (B)(6) 2020 following replacement of the pump.